Event description:
It was reported that 1 bd ultra-fine¿ ii insulin syringe each from lots 1214741 and 1235501 had difficult plunger movement during the toxin injection. The following information was provided by the initial reporter: "the physician uses bd insulin syringe for toxin injection and complained that plunger is too stiff."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1214741. Medical device expiration date: 31-aug-2026. Device manufacture date: 02-aug-2021. Medical device lot #: 1235501. Medical device expiration date: 31-aug-2026. Device manufacture date: 23-aug-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that the plunger is too stiff. The returned syringe was tested and was able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 1214741. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 1 bd ultra-fine¿ ii insulin syringe each from lots 1214741 and 1235501 had difficult plunger movement during the toxin injection. The following information was provided by the initial reporter: "the physician uses bd insulin syringe for toxin injection and complained that plunger is too stiff."